Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the core redundant power tray assembly associated with this complaint and completed investigations. The reported errors 86 and 90 could not be reproduced, however they were confirmed and verified via error logs and system logs. The unit was installed and tested on the final test is4000 system 1, programmed and system started at normal mode with no errors and failure message. The unit was power cycled 10x and all passed. The assembly remained on the system idling in normal mode, with no failures and no errors. All additional tests passed. Isi followed up with the initial reporter and obtained additional information: the procedure was converted to thoracoscopic surgery. The patient tolerated the change, and no patient injury was reported.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 90 occurred while docking and a power cycle did not resolve the issue. The technical support engineer (tse) advised the customer to do a hard power cycle. The customer did it and the issue was resolved. Tse checked the log, error 90 and error 86 were logged. The customer called back and stated that error 86 repeated again and the procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced power tray assembly to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.